Event description:
When attempting to harvest a vein from the patient's right leg during a CABG procedure it was noted that the tip of the hemopro disposable instrument was very hot. The cord connecting the machine to the disposable unit was also damaged. The patient's blood vessel was damaged requiring the procedure to harvest the vein from the right leg to be aborted and to restart the procedure on the patient's left leg.